Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that as you are starting to go along the chair will start to pull to one side.